Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of inverted image was not confirmed/reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Follow-up in progress to obtain additional information regarding the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a post repair inverted image. There were no reports of patient harm.